Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. Was unable to test for pump beeping, rewinding and perform displacement, prime/delivery, basic occlusion, occlusion and no delivery tests due to no button response. No moisture damage found on electronics assembly.

Event description:
Customer reported via phone call to have received a replaced battery cap but continued to have problems with insulin pump. Customer reported that insulin pump was beeping and rewinding. Customer reported that insulin pump would alert to "rewind" while it's already rewound. Customer reported that the act button was responding intermittently when attempting to press due to a no delivery; customer states that insulin pump would go back to rewind. Customer also reported that blood glucose went from 474 mg/dl and then dropped to 47 mg/dl within four hours of changing infusion set and reservoir. Troubleshooting was performed for button error alarm as customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced.